Event description:
It was reported that, following a fall, a patient with implanted leads informed the physician during an office visit several weeks prior to surgery that the leads were believed to have moved, with suspected lead migration/lead dislodgement. A device revision was performed/planned, during which two percutaneous leads were explanted/removed without issue and two new percutaneous leads were implanted/placed, after which coverage was reported as much better and the patient reported having pain relief again. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-dec-2018, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 15-dec-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.